Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused mesenteric perforation and tilting of the filter. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant images available for review the reported mesenteric perforation could not be confirmed or further clarified. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to mesenteric perforation and tilting of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
This report is associated with MDR 9616099-2020-03681 and represents 1 of the 2 devices implanted in the patient. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused mesenteric perforation and tilting of the filter. The patient reported becoming aware of perforation of inferior vena cava (ivc) filter strut(s) outside the ivc and filter tilt approximately 11 years and 5 months post implant. The patient also reports experiencing anxiety. According to the implant record the indication for the filter placement was deep vein thrombosis and pulmonary embolism. The filter was placed via the right internal jugular vein. Prior to deploying the filter an ivc venacavagram was performed and showed effacement and compression as well as right lateral displacement of the ivc, due to an aortic aneurysm. There was only a short segment of the ivc beneath the renal veins which was normal but was too short to place the filter. The suprarenal ivc did not exceed the diameter for placement of the filter. Both common iliac veins were distended, probably due to the compression of the ivc with associated mild distention. It was elected to place a filter into each common iliac vein rather than place the filter in the suprarenal location. A filter was deployed into both the right and left common iliac vein with the superior tips near the confluence of the right and left iliac veins. The patient tolerated the procedure well without evidence of complications. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record(s) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant images available for review the reported mesenteric perforation could not be confirmed or further clarified. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to mesenteric perforation and tilting of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per medical records: the patient presented with lower extremity dvt and pe. An ultrasound on right neck showed widely patent easily compressible right internal jugular vein. Via right internal jugular vein, the confluence of common iliac veins were located and an inferior venocavagram was performed. This showed marked narrowing, effacement and right lateral displacement of the ivc due to a large abdominal aortic aneurysm between the middle 2/3 - 3/4 of the infrarenal ivc. Only a short segment of the ivc is in normal caliber but insufficient in length to place the ivc filter. The right and left common iliac veins were also mildly distended. Due to these findings, an ivc filter was deployed in the right common iliac vein, the deployment sheath was redirected, and another ivc filter was deployed in the left common iliac vein. Both deployments were completed without issue and the procedure was completed without complications noted. The patient was said to tolerate the procedure well. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 11 years and 5 months post implantation. The patient reports perforation of ivc filter strut(s) outside the ivc and filter tilt. The patient also reports suffering from anxiety.